Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 3387-40, deep brain stimulation lead, (B)(6) 2005; (B)(4), neuro extension, (B)(6) 2005; 7426, deep brain stimulation implantable pulse generator (ipg), (B)(6) 2005; 5076, implantable pacing lead, (B)(6) 2006; 1056t, competitor implantable pacing lead, (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 82% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at elective replacement indicator (eri) and had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.